Event description:
A hospital infection control nurse report that ten pt bronchial washings cultured positive for burkholderia cepacia. According to the nurse, only one compromised pt may have been infected by the organism. The nurse stated that the compromised pt was on antibiotics prior to culturing positive and no add'l was required.